Event description:
Procedure: sleeve gastrectomy. According to the reporter: the instrument did not staple properly. Blood loss was reported. A re-operation was performed 23 days post operatively for secondary fistula.

Manufacturer narrative:
(B) (4). (B) (4).